Event description:
It was reported that the patient contacted support after receiving an occlusion alert. Troubleshooting was performed, and the cartridge and tubing were checked and found to be functioning properly. The existing contact/detach infusion set with 23-inch tubing and a 6 mm cannula was removed, and the needle was observed to be intact. A new infusion set was inserted and connected, and insulin delivery was resumed. Blood glucose levels were reported to be unaffected at the time of the event. The patient was advised to call back if the occlusion alert returned or if blood glucose levels became affected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.